Manufacturer narrative:
Returned for evaluation was a solero probe. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated. Test ablations were performed with no issues. The cartridge cover was removed and the n-type was inspected. If fluid gets into the n-type it will trigger an hrp failure. The screw cap was removed and there were indications of fluid ingress (saline residue). There was solder paste on the cable dielectric material which is to be cleaned during the process. The dielectric also is somewhat melted indicating application of excessive heat. It appears that some level of fluid ingress occurred along the dielectric of the cable which then made a conductive path between the n-type housing and the post. The fluid appears to have dried and without the conductive path the complaint technician was able to perform test ablations without the hrp error. The customer's complaint description was confirmed based on evaluation of probe assembly. The root cause of this event was confirmed to be a workmanship issue with sealing of the shrink boot and soldering of the n-type connector. The two solero probe assembly team members who perform the cartridge assembly work step on the suspect lots have been made aware of this complaint event and re-trained to the applicable procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a 14cm solero applicator. The applicator was tested for 20 seconds at 100w, with no issues; however, during the following procedure, a "high reflective power" error message occurred. The doctor was advised to move the applicator, which was not ideal because it had taken a long time to position. This did not resolve the issue. After several attempts, and a reboot of the unit, the "high reflective power" error persisted. This resulted in an increase of general anesthesia time by over 30 minutes, ultimately, the procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation. This event meets the criteria a reportable adverse event; patient safety risk due to unneccesary sedation due to prolonged procedure.